Event description:
The customer reported that high primer counts were being generated on a coulter lh 750 hematology analyzer. Attempts at troubleshooting were unsuccessful in resolving the issue, and a service visit was requested. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/11/2015 and found that high primer counts for differential (diff) and retic were only fixed temporarily by bleaching. The fse replaced the blood sampling valve (bsv) to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. The customer was instructed to monitor results for any shifts or trends and calibrate the instrument if necessary. (B)(4).